Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that erroneous total human chorionic gonadotropin (thcg) results were obtained on multiple patient samples on an atellica im 1300 analyzer. Calibration and quality control (qc) results were acceptable on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse reviewed the instrument, performed a total service visit (tsv), all manual and semi-auto alignments which include reagent probe alignments. Further the cse performed auto check, calibration and qc precision which passed acceptably. The cause of the event is unknown. The system was performing within specifications. No further evaluation of this device is required.

Event description:
The customer reported that erroneous total human chorionic gonadotropin (thcg) results on multiple patient samples were obtained on an atellica im 1300 analyzer. It is unknown if the erroneous results were reported to the physician and if the samples were repeated. The customer declined to provide any further information related to sample identifiers, patient results, date of testing.